Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated distal lad. In 2008, the pt experienced angina and was hospitalized. A functional stress test was performed and was positive. Diagnostic coronary angiography revealed >=70% and <100% in-stent restenosis within the xience v stent placed at the index procedure and another company's stent was placed three months prior, for restenosis. The stenosis was treated with balloon angioplasty with a cutting balloon. The symptoms resolved in the same month. No additional event or pt info is available.

Manufacturer narrative:
.